Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the investigation results, nozzle has foreign material, could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. We could not identify the foreign material. We could not specify cause of the foreign material remaining in the subject device. Although we confirmed the suggested event from photo provided by sbc, we could not identify the foreign material. The foreign material may have been unremoved because the device was not reprocessed properly due to the following: due to wear of sw1, water tightness is lost. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited nozzle had foreign objects. There were no reports of patient involvement.